Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparotomy by sigma volvolus. According to the reporter: during the procedure, the knife only cut halfway through the cartridge and then blocked. There was unanticipated tissue loss and tissue damage as a result of this problem. The area was recut and re-resected distally. There was no bleeding reported in excess of 500cc. No reinforcement material was used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. The device will be returned for investigation.